Manufacturer narrative:
The surgical technique specifically requires that a hgpii screw is used with the procedure along with a torque limiter. A review of the implant's manufacturing record indicates that it was manufactured with no anomalies noted.

Event description:
Event timing: during surgery. Event detail: it was reported that a 6.5 trilogy screw was inserted into the 50/10mm augment. As the surgeon tightened the screw, by hand, the hole fractured. Immediate actions taken: product replaced with another product.